Manufacturer narrative:
No additional information was provided by (B)(6). (B)(6) did reach out to obtain more information with no success. Production record review was completed for batch/lot 0204902 and no non-conformances were identified during the manufacturing of this lot. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Event description:
It was reported that 5 patients experienced a severe reaction rash with the chloraprep after a laproscopic operation. Per email: customer called today (B)(6) 2021 and advised that there has been severe reaction of 5 individual patients with the chloraprep during laparoscopic operation and rash developed post operation. Sent customer email below requesting additional information. Please follow up with the customer.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: (B)(4) batch no.: 0204902. It was reported that 5 patients experienced a severe reaction rash with the chloraprep after a laproscopic operation. Per email: customer called today (B)(6) 2021 and advised that there has been severe reaction of 5 individual patients with the chloraprep during laparoscopic operation and rash developed post operation. Sent customer email below requesting additional information. Please follow up with the customer. Product information: ref number: (B)(4), lot number: 0204902. Event information: date of event: (please list individual dates of event if available bd date of awareness: (B)(6) 2021.